Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of low or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had several high power alarms and it was suspected to have thrombus. It was stated that the pump was exchange on monday the (B)(6) 2015. Investigation is ongoing. No additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that the patient was administered a 20mg bolus of actilyse followed by 60mg over the next four hours. There were no reported complications during or after the procedure and the patient was subsequently discharged.

Manufacturer narrative:
Hvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple high watt alarms and a rise in power consumption for the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a power shift during the post explant wet test. However, an internal investigation demonstrated that there is no correlation between power shifts and complaints. Average power consumption during the wet test was within specification. The pump also failed visual examination and dimensional verification due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller as well as housing flatness and curvature measurements out of specification. However, as per an internal investigation, these deviations are not expected to impact pump performance. The friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.